Event description:
It was reported post implantation for the gastric band, no fluid could be drawn from the port site during an office visit. The pt was taken back to the operating room and the tubing had disconnected from the port site, but the locking mechanism remained attached to the port. The entire port was removed laparoscopically and replaced with a new port. The pt is fine. The band was initially implanted in 2007.

Manufacturer narrative:
Date sent: 8/25/2008. Info is unavailable; device was not returned for eval.